Event description:
A report was received from the affiliate indicating that approximately six months post cypher stent implant, the patient came to the hospital for 6 months follow up. He didn't have any symptoms. Coronary angiogram (cag) was conducted and thrombus was observed in the cypher. To treat the thrombus, aspiration was conducted. The patient was discharged from the hospital four days later. Physician's comment: the possible cause of the thrombotic event was because there was step of diameter between the stent and the proximal vessel.

Manufacturer narrative:
The procedure was an elective case. The target lesion was the distal right coronary artery. The vessel was an in stent restenosis of a non-cordis bare metal stent. The lesion was concentric and lesion classification was type c. The lesion length was 20mm and vessel diameter was 4.0mm. Pre-dilatation was conducted with a 3.0x15mm balloon at 14 atm for 20 seconds. A 3.5x23mm cypher stent was deployed at 20atm for 20seconds. Post-dilatation was conducted with a 4.5x15mm balloon at 16atm for 20seconds. Intravascular ultrasound (ivus) was conducted. The residual % of stenosis was 0%. Timi flow pre and post procedure was ii and iii respectively. Activated clotting time (act) was measured. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.